Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the target lesion was located in the superficial femoral artery (sfa). The absolute pro self expanding stent system (sess) was advanced to the lesion without resistance. During the attempt to deploy the stent, the handle was unlocked without issue. However, while turning the thumbwheel, approximately 2mm of the stent became partially unsheathed, then the thumbwheel stopped turning and the stent would not deploy. It was retracted without issue and another stent was used to complete the procedure. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.